Event description:
Pt developed chest pain and moderate, diffusive abdominal pain during treatments. Pt was admitted to ER and began vomiting approx two hrs post-treatment. Pt was expected to be discharged from hosp on 05/29/98.